Event description:
Customer reported, a nurse was injecting a patient when the needle detached from the syringe. Medication sprayed into an employees face and eyes. The employee was sent to the ER for face and eye treatment. The employee missed one day of work.